Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that the lead was repositioned soon after implant yet the thresholds have increased. The lead also dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.